Event description:
It was reported that at an unknown time post op, patient had discomfort swallowing and x-rays showed that a screw had backed out. A revision surgery was performed approximately 14 months post op to remove the plate and screws. During surgery, the surgeon noted that the plate's anti-migration cap was broken. The screw was not able to be retrieved.